Event description:
Clinical adverse event received for tibial dislocation. Event is serious and is considered severe. Event is probably related to both device and procedure. Original implant date (B)(6) 2020. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).